Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2022-03554 for the auriga xl 4007 console and MFR report #3005099803-2022-03555 for the lighttrail reusable laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console and a lighttrail reusable laser fiber were used in a procedure performed on (B)(6) 2022. During preparation, the laser fiber did not work. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.